Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). The ne connecting cable was inspected. It had some external damage. Nevertheless, the cable was found to function properly and there were no signs of a thermal effect at the cable's clamp (i.e., the cable's connector that attaches to a contact tab of a return electrode.). In conclusion, no problem was found with the generator that would have caused or contributed to the event. Most likely, the contact tab of the return electrode (i.e., the junction where the cable and return electrode connect) inadvertently came into contact with the patient's skin during the procedure which resulted in the mild burn/necrosis. (B)(4)'s notes on use for return electrode states "the contact tab must not touch the patient's skin. There is the danger of burns." However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. (B)(4). Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a vaginal hysterectomy. The esu was used with a neutral electrode (ne) connecting cable (part number 20194-077, serial number (B)(4)) and an (B)(4) return electrode (note: information regarding type was not provided). Upon the surgical procedure, a superficial burn (reddening)/necrosis of approximately 1cm2 was discovered below the cable's connecting clamp/near the return electrode that was on the patient's right thigh. The wound was bandaged and the patient was released from the hospital. Note: the generator is a similar unit that is distributed in the u.s. The esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.